Event description:
The patient was reportedly experiencing overly loud stimulation and pain when using the device. External equipment was exchanged; however, this did not resolve the issue. It was recommended that the patient discontinue using the device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.